Event description:
Pt coding in sicu - defibrillator with paddles plugged in/turned on. Charge button pushed - no charge - paddles removed - hands off adapter attached -charge button again pushed - no charge. Backup defib used - worked well - no further problems found with defibrillator. Inservice with involved staff by co rep held 5/17 to discuss "user errors" that can occur to prevent defibrillator from working (charging). All questions answered. Further inservice for weekend option staff. There is a question at this point in a design problem - we would like to see discussed (specifically the yellow lever which if not engaged properly can result in the above scenario).